Event description:
It was reported that the pt underwent a pelvic floor prolapse procedure to treat cystocele and vaginal vault prolapse on (B)(6) 2006. The pt experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. The pt has undergone multiple surgeries and revisionary procedures. No additional info was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly.